Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation.. The device was visually inspected and no defect was found. The receiver will boot and charge. The receiver logs confirmed customer complaint. Test on receiver functional test station: passed all relevant testing. Perform paring\calibration\performance\range test: passed. The reported event of a loss of connection was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter, smart device, and receiver. No additional patient or event information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.